Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the esc and act buttons did not respond during a bolus attempt. She observed scrolling numbers when she attempted to input the carbohydrates value into the device. The customer's blood glucose was 123 mg/dl. The customer did not observe any significant events leading to the keypad issues. She stated that all the buttons experienced issues except the express bolus button. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with missing end cap sticker, cracked case at display window corners, cracked case at reservoir tube window corners, cracked lcd window, broken battery tube threads and corroded battery tube.